Manufacturer narrative:
The reported event of the device was spontaneously released while the catheter was being placed into short tether mode was confirmed. As received, a tri-layer catheter was returned in one piece. Visual inspection found the tether control knob in aligned position but found the tether bullets to be misaligned. X-ray examination found the release tether wire slipped inside the tether screw as received, which could have contributed to the event reported in the field.

Event description:
It was reported the patient presented for implant procedure. During the procedure, the ventricular leadless pacemaker (lp) was prematurely released from the delivery catheter after fixation. The lp remained implanted. There were no patient consequences.